Event description:
The facility representative contacted baxter to report an apii pump which was running on a patient when an error came up and interrupted delivery. The device lost the configuration and was removed from service. The device was further tested by biomedical department on staff for 14 hours. No additional issue found but it was confirmed that the device lost the configuration and went back to factory default. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
(B)(4). There is not a 510k number for the reported product. The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The manufactured date in the initial medwatch report is inaccurate. It has been updated with the accurate manufactured date.